Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the tip cover of the monopolar curved scissors (mcs) fell into the patient which was retrieved during the same procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use and no damage was observed. The tip cover fell during instrument removal. The fragment was retrieved with a laparoscopic grasper. The instrument was in use for a few hours when the incident occurred. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The electro lube or any other lubricant was not applied to the mcs instrument prior to the mcs tip cover accessory installation. A reducer was not used. There was no difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fell, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and the complaint regarding fragment fell was not confirmed by failure analysis. The pouch came unopened without being used. The pouch was then opened in-house. Upon visual inspection, there was no physical damage found. The tip cover was installed on an in-house monopolar curved scissors instrument and covered the entire distal portion of the tube extension. The in-house instrument was placed on the system for an intuitive motion test. The tip cover did not exhibit any potential signs of slipping or loosening. The root cause is attributed to non-device-related factors. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the event to occur.